Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi fuse extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim: verbatim: product problem - the t connector comes apart and is not secure. - multiple patients.

Manufacturer narrative:
Two samples of item mzxt9001 were submitted for quality evaluation. Visual examination shows that one of the samples had the securement collar removed from the t-connector body, and the second sample showed that the securement collar was loose on the t-connector body and was easily removed. The customer complaint of separation was confirmed by investigation. The investigation was forwarded to the manufacturing facility for determination of the root cause of the failure. After the investigation it was determined that the possible root cause is that the molding cavity of the component was out of specification. Containment of the components was conducted for batches of the component related to the components reported. Additionally, a work order was issued to update the molding cavities to correct the component moldings to specifications, and a quality alert was issued to communicate the issue to the personnel involved in the molding process and to re-emphasize the importance of following the assembly instructions. Finally the issue was escalated to our corrective and preventative action system and actions have been taken and will be tracked to ensure the actions taken have addressed the reported issue.

Event description:
Material # mzxt9001. Batch # 24049250. It was reported by customer that the t connector comes apart and is not secure. Verbatim: product problem - the t connector comes apart and is not secure. - multiple patients. Item -mzxt9001. Lot -24039340.